Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Customer consumed juice and candy to address the low bg. Customer believes that the basal settings and the carbohydrate ratio needs to be adjusted. The customer reached out to healthcare provider for settings adjustment.